Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-28736. It was reported that the patient presented to the hospital experiencing an infection. A blood culture test was performed (B)(6) 2021 and endocarditis was confirmed. The implantable cardioverter defibrillator system was explanted and replaced. The patient was in stable condition throughout the procedure.